Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device caused skin ulcer to the patient. The wound was assessed and reported that the patient's forehead had a deep tissue injury with dark purple discoloration and intact skin.